Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received two treatments which resulted in post shock asystole. The device was started up at 14:42:56 on (B)(6) 2022. At 13:02:03 on (B)(6) 2022, an arrhythmia was detected. ECG shows vf with motion artifact. At 13:02:40, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. The post shock rhythm was asystole with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 13:04:48, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm with motion artifact and hb transitioning to vt @ 260 bpm. At 13:05:20, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was severe bradycardia @ 10 bpm with CPR/motion artifact degrading to asystole with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 13:59:45 on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on 11/14/2022 while reportedly wearing the lifevest. The patient received two appropriate treatments which resulted in post shock asystole. The device was started up at 14:42:56 on 11/13/2022. At 13:02:03 on 11/14/2022, an arrhythmia was detected. ECG shows vf with motion artifact. At 13:02:40, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. The post shock rhythm was asystole with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 13:04:48, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm with motion artifact and hb transitioning to vt @ 260 bpm. At 13:05:20, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was severe bradycardia @ 10 bpm with CPR/motion artifact degrading to asystole with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 13:59:45 on 11/14/2022.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction. Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the device malfunction contributed to the patient's passing as the device was able to detect and treat vf as designed.